Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.(B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had low impedance. An x-ray confirmed an apparent fracture under the patient's clavicle. The lead was replaced. No patient complications have been reported as a result of this event.